Event description:
A user facility reported that the lma would not inflate during the procedure. The problem was resolved by changing to another lma. It was reported that there was no pt injury or problem. The user facility has been requested to return the lma for eval.